Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. It was noted that the patient did not require pacing, and the thresholds had also increased. There was also a shock noted in the recent past due to noise on the rv channel. Technical services (ts) discussed options for the patient, as the patient did not wish to have another procedure, thus opted to have tachycardia mode turned off. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated.